Manufacturer narrative:
Exact event date is unknown; therefore, is estimated.

Event description:
It was reported that a thrombus occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. Patient presented for 45 days follow up and a device related thrombus was discovered. No further information is known at this time.